Event description:
It was reported by the customer that a pyxis medstation system they are receiving continued reports from all our pyxis sites about users unable to authenticate. Customer stated that there was a delay in user accessing and issuing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the account of the user was locked. A technical support specialist advised to check with their active directory team/it team and provided the findings to customer. The system was functional as intended.